Event description:
It was reported that the flaps on the gear of a medfusion® 3500 syringe pump were worn and out of line. No injury was reported.

Event description:
It was additionally reported that the fault did not occur during patient use.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the top case damaged and the plunger tube in the wrong position. A review of the event history log found a check syringe plunger sensor error. The cause was due to a broken screw on the carriage holding the plunger tube due to the customer via impact damage. Based on the evidence, the root cause was attributed to a user issue.